Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a system failure primary alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 28-dec-2022 via email and attached to complaint object: complaint contact stated "I am not sending this pump in for repair. I was able to clear the error and put the pump back into service." Complaint contact stated "earlier today I replied to you that I was able to clear the error on this unit and did not need to send it back for repair. I was working on the performance test and the error came back. I will need to send it back for repair. As far as I know the pump was not on a patient when the error occurred.".

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is due to the alarm being generated by a false positive, remediated by the software update. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.